Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 374 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display returned after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.